Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. The additional therapy/ non-surgical treatment is a result of case specific circumstances as a second clip was deployed to stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, when the clip was closed, the clip re-opened. Troubleshooting was performed, but the clip would open. The clip was closed and deployed. Then post clip deployment, the clip opened to 20 degrees. A second clip was deployed to stabilize the opened clip. Two clips were implanted, reducing mr to 1.there were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.